Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father was reported via phone call that, the insulin pump had battery error and insulin pump was shutting off. The blood glucose was 87 mg/dl at the time of the incident. Customer put a brand new battery in which was not cracked or anything and it was not powering on. Customer also reported that, the reservoir compartment was damaged and plastic piece missing. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.